Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal¿ secondary sets (c62) leaked during use, one from the y-site while priming it, and another after injecting chemo. The following information was provided by the initial reporter: "during priming 1 unit was noticed to be leaking from the y site. Another unit was discovered to be leaking after injection of chemo into c62."

Event description:
It was reported that 2 bd phaseal¿ secondary sets (c62) leaked during use, one from the y-site while priming it, and another after injecting chemo. The following information was provided by the initial reporter: "during priming 1 unit was noticed to be leaking from the y site. Another unit was discovered to be leaking after injection of chemo into c62."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/11/2022. H.6. Investigation: photos and one sample was provided to our quality team for investigation. Upon visual inspection, a crack into the y port is observed, causing the asm phaseal connector mismatched from the y site, producing a leakage of the infusate drugs. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12142, all product was manufactured according to specification. Twenty retained samples were used for additional evaluation. There were no visual defects noted and in all cases the product performed as expected. Product undergoes inspections throughout manufacturing according to procedure. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Possible root cause is due to an extra force made by the user during manipulation of the set. This extra force could cause the crack in the y-site.